Manufacturer narrative:
Correction: d10-concomitant product was missing from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15450. It was reported that patient experienced chest pain and presented in the hospital. Upon echocardiogram, it was noted the patient had pericardial effusion. The patient was tapped, and blood was removed from pericardium. The physician requested lead repositioning due to possible perforation. Right atrial (ra) lead and right ventricular (rv) lead sensing both dropped. The physician requested to reposition both leads. The rv lead was repositioned with no issues. When attempting to reposition the ra lead, the lead was unable to redeploy the helix. The atrial lead was removed and a new lead was placed. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of poor sensing was not confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region. The lead was otherwise normal.